Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 10/11/2019. The field service engineer (fse) was able to verified the reported problem. The (fse) replaced the overlay, o2 sensor and the battery to address all the issue.

Event description:
The field service engineer (fse) reported that the issue was noticed during preventive maintenance. The option button was not operating. The unit did not recognize the external o2 sensor and the unit did not operate on back-up battery. The (fse) reported that the unit was not in use on patient.